Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous balloon kyphoplasty due to compression fracture at l3. Intra-op, at the time of expanding the balloon, the balloon did not inflate and contrast media started leaking out of the balloon. Damages such as pin holes could not be identified on the balloon by visual check. A new ibt was then unpacked and was used to complete the procedure. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual examination of the balloon did not reveal any damage. Functional test with a sample syringe confirmed the balloon was able to fill with liquid. The instrument was pressurized, with no leaks identified. It was unable to replicate customer concern; after visual review and functional evaluation. The instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.